Event description:
It was reported that, "pt was complaining of pain. Original modular neck was placed in varus position. We replaced with a new modular neck in valgus position. Replaced with a +40x40mm femoral head and new 40mm insert."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.